Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced driveline communication faults. A system controller exchange was performed to troubleshoot the faults. The patient later presented to clinic for a modular cable replacement due to driveline communication faults returning after the system controller exchange. It was noted that there was a kink right above the metal connection from the actual driveline. Log files were submitted for review and captured a driveline communication fault on (B)(6) 2024 at 19:58:45. The site confirmed the modular cable exchange resolved the driveline communication faults.

Manufacturer narrative:
B7: etiology corrected d4: UDI number corrected d9: device returned manufacturer¿s investigation conclusion: the reported event of driveline communication fault alarms was confirmed via log file analysis and evaluation. A review of the log file contained data spanning approximately 3 days ((B)(6) 2024 per timestamp). Starting (B)(6) 2024 at 0:58:07, intermittent communication b faults activated. On (B)(6) 2024 at 19:58:45, the communication b faults triggered driveline communication fault alarms to activate. The alarms did not resolve within the log file. Pump operation was not affected. The heartmate 3 vad modular cable (lot number: 8363982) was returned for analysis. The modular cable was connected to a mock circulatory loop. Upon connecting, driveline communication fault alarms activated. The modular cable underwent resistance and insulation testing, multiple wires were measured outside the resistance threshold, and the yellow wire (communication b) measured as an open line upon cable manipulation. The cable¿s outer layers were stripped and multiple kinked areas were observed. The yellow wire was found to be broken with exposed conductors. A damaged communication wire would result in a driveline communication fault to become active on the controller. Information provided by the account stated the system controller was exchanged but the alarm reoccurred. The modular cable was exchanged and the alarm resolved. The root cause of the reported event was determined to be due to a break in the communication b wire in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have contributed to the observed underlying wire damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.